Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The clip applier instrument was found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, a clip cannot be properly loaded into the clip groove of the grip-tips. Components adjacent to this severely bent grip do not show damage. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, medium/large clip applier would not close clips. Clip unable to be applied. The procedure was completed with no reported injury. Isi obtained the following information: in regards to the medium/large clip applier, this was discovered when the applier would not close the clip (so clip could not be applied). A clip was loaded onto the applier without difficulty. No apparent problem was identified until the clip could not be clamped onto tissue. There were no issues with instrument motion. The jaws of the applier moved properly and there was no unexpected motion. The issue was identified during the first attempt to apply a clip. The issue was resolved by using a different clip applier. No photos or videos are available.